Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported as a general comment regarding an issue with the starclose sheath splitting "prematurely" during step 2 and the device being difficult to remove. Hemostasis was achieved with the device. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling record reviews could not be performed because the device was not returned, and the part number and lot number were not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A conclusive cause for the reported difficulties cannot be determined in this case, per the reported event the device did not mal function. It is supposed to initiate splitting the sheath during step 2. The pre-split sheath is per design. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Corrections: b3 - date of event: estimated d1 ¿ brand name: updated d2a ¿ common device name: updated d3 ¿ name, address 1, city, postal code: updated d4- the UDI is not known as the part and lot number were not provided. D4 - primary UDI number updated from (01)ni(17)(10)unknown to: unknown.